Event description:
Patient is a 76-year-old female, has a history of s/p (status post) fall, old cva (cerebral vascular accident), hiv, obesity, mixed hyperlipidemia, dorsalgia, debility, and htn. At ~1500, rrt(renal replacement therapy) was called for patient in acute rehab for altered mental status, and possible seizure. MRI and eeg(electroencephalogram) of brain were done, MRI showed acute left mca(middle cerebral artery) stroke with suspected thrombus. Cta(computed tomography angiography) confirmed large vessel occlusion. Patient was intubated for airway protection ~2121. At ~2330, (B)(6), rcp(respiratory care practitioner) was called due to ventilator having continuous alarm and showing "safety valve open" alarm. Patient was immediately removed from ventilator and bvm(bag-valve-mask) was performed while assisting rcp brought new vent. New ventilator had est performed prior to placing on patient. Patient was placed on new avea ventilator with same settings with no respiratory distress noted. Primary rn and md were made aware. Pt was transferred out to higher level of care for thrombectomy, which is not provided at hpmc. Sst (short self test) passed on (B)(6) 2023 est (extended self test)- passed on (B)(6) 2023 ventilator was last used on (B)(6) 2023, patient was disconnected, vent was sst and not used until (B)(6) 2023. Biomed was called to pick up ventilator ~0713 on (B)(6) 2023.